Event description:
It was reported that an alarm 9 occurred. The customer's blood glucose level was displayed as "high," but a specific value was not provided. The customer went to the emergency room for assistance as they did not have backup insulin therapy. There was no reported injury, and the customer had no ketones. Technical support instructed the caller to stop refilling or reusing cartridges and to load a new one, which the caller successfully did, allowing them to resume insulin.

Event description:
It was reported that a cartridge alarm was declared indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. The customer¿s blood glucose (bg) level ranged from 463 to a value displayed as ¿high¿; however, a specific value was not provided. As a result, the customer went to the emergency room (ER). Customer was treated with manual injection of insulin and was released from the ER 1 hour later with the issue resolved and no permanent damage.